Manufacturer narrative:
Information previously reported in this file was reported under the incorrect ins serial number. All further information will be reported under regulatory report ()(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) via the manufacturer representative (rep) reporting that the reported issue was resolved with new extensions and a different ins implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep reporting that post operatively the patient did report that they felt overstimulated with the new ins even though the settings were the same. The hcp reported turning the voltage down and the patient was reported to be doing better. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was an ins change out from pc to rc. The impedances before the case were all fine. With the new ins 11, everything appeared open. The extension was wiped and reinserted, impedances got worse. It was removed, wiped, and inserted again and they went back to what they were at first. The ports were swapped and then issues were on the other side as well. They then went back to the original ports 11 was still high >40k. The patient was programmed on c, 9, 10 not using 11. The caller stated they also stimmed for a while and that didn't change the impedances. Hcp went to remove the extension from the new ins with the intent of testing it with the old ins. When removing it, the extension detached leaving part of the extension in the ins, the inner coils. This case was now an extension revision. No patient symptoms or further complications were reported as a result of this event.